Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a hand assisted laparoscopic sigmoid colectomy. The device bottom ripped out, nothing fell into the pt. Some pneumo was lost, but another device was used to complete the case. There was no adverse consequence to the pt.